Event description:
It was reported that the cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11 the user facility provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2025, sampling from: all channels. Cfu:no growth bacterial identification: n/a. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was cultured and there was no growth by the customer; however, the device also tested negative by olympus, therefore the user request is not confirmed. The root cause could not be identified. Based on the data provided, the case can only be partially assessed. There was no correlation observed between the device status and cause of contamination. Without cleaned, disinfected, sterilized information from the customer, the investigation was unable to correlate any potential lapses in reprocessing with the validated protocol in the IFU. After reprocessing by olympus the hygiene microbiological investigation results showed no growth. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.